Event description:
N/a.

Manufacturer narrative:
Corrected fields: h6 (health effect ¿ clinical code, medical device ¿ problem code and health effect ¿ impact codes). A getinge field service engineer (fse) evaluated the iabp and a helium leak is detected in the o-ring that connects the carriage to the unit. Fse replaced o-ring. Completed repair with all functional and safety tests per manufacturer specifications.

Event description:
It was reported a gas loss in iab circuit alarm in the cardiosave intra-aortic balloon pump (iabp). It is unknown under which circumstances this event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
A supplemental report will be submitted if additional information is provided.